Manufacturer narrative:
(B) (4).

Event description:
Literature: timmermann l, pauls ka, wieland k, et al. Dystonia in neurodegeneration with brain iron accumulation: outcome of bilateral pallidal stimulation. Brain. 2010; 133(pt 3): 701-712. Summary: this article presents multi-centre retrospective study of 16 centers to gather worldwide experiences with bilateral pallidal deep brain stimulation in pts with neurodegeneration with brain iron accumulation (nbia) and bilateral pallidal deep brain stimulation (gpi-dbs). Data was collected once preoperatively and at 2-6 and 9-15 months postoperatively. It was hypothesized that gpi-dbs in pts with nbia reduces dystonia, but was overall less effective than previously reported single cases and small series that were previously published. Reportable event: one pt experienced a dislocation of the stimulation and cables that required surgical correction 22 months after implant. No pt symptoms or outcome was reported. See literature article with MFR report # 3007566237201003079.